Manufacturer narrative:
The device was returned to moog and evaluated. During testing the pump infused within a volumetric range that mmdg considers non-reportable. The pump does appear to have over infused during the patient infusion, as evidenced in the pump history log, but mmdg was not able to replicate this.

Event description:
The initial reporter stated: "pump stopped 20 minutes early totally dry bag" upon follow-up with the initial reporter, moog learned that while some actions may have been performed in the home care settings to resolve minor issues (i.e. Stabilization of blood sugar, etc.), no patient was required to visit the doctor or ER or otherwise receive an intervention necessary to prevent a serious injury or death. (B)(4).

Manufacturer narrative:
The device was returned to moog, and is currently being evaluated. Because the evaluation is still in progress, moog is unable to provide more information at this time. This report will be updated when more information becomes available.

Event description:
The initial reporter stated: "pump stopped 20 minutes early totally dry bag" upon follow-up with the initial reporter, moog learned that while some actions may have been performed in the home care settings to resolve minor issues (i.e. Stabilization of blood sugar, etc.), no patient was required to visit the doctor or ER or otherwise receive an intervention necessary to prevent a serious injury or death. (B)(4).